Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) and/or was hospitalized with an elevated blood glucose (bg) level; value was not provided. Cause was not known. Customer declined troubleshooting with tandem technical support and declined to provide further information.